Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the cartridge dislodged from the pump. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 106 mg/dl.